Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacturer for evaluation. Testing found that the probe had a visibly bent tip. However, the instrument returned a good geometry error value and a high distance to divot value. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the passive planar probe was damaged. There was no patient present when this issue was identified. No additional information was provided.